Manufacturer narrative:
Continuation of d10: product ID b3300542 lot# serial# (B)(6) 0 implanted: explanted: product type lead product ID b3300542m lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot #: (B)(6), ubd: 05-oct-2025, UDI#: (B)(4); product ID: b3300542m, serial/lot #: (B)(6), ubd: 20-feb-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced signs of infection, although internal medicine did not believe this was the case. There was a possible reaction to the lead material causing adhesion around the electrodes, which was visible on magnetic resonance imaging (MRI). The impedance, which was normal at implant, was now high and fluctuating, and the device was unable to deliver therapeutic amplitude. Preventative antibiotics were administered, but an infection was not believed to be present. No surgical intervention occurred, and the issue was not resolved at the time of the report. No patient complications have been reported as a result of this event.

Event description:
Additional information was received: it was reported that the issue was resolved. They could not determine cause of inflammation but all symptoms have been resolved. All dbs equipment is still implanted and all scans are normal.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), product type lead. Product ID b3300542m, serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.